Event description:
It was reported, the patient had a pump replacement performed the day before this report and had a change in therapy effect after. The patient was doing fine until last night when they became very spastic and tachycardic. The better was doing better this morning, but still had spasms. The patient's healthcare professional (hcp) thought the patient may have had an "air bubble" in the system. The pump was interrogated and showed no issues. The hcp programmed and administered a 100 mcg bolus. The patient did not respond to the bolus, so they believed there was an issue with the pump and catheter connection. An x-ray was performed and the results were inconclusive. They went back into surgery to confirm what was happening with the connection site. A new catheter (unknown if segment or entire catheter) was hooked up (confirmed). Priming bolus calculations were confirmed. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l58362, implanted: 1999 (B)(6); product type catheter product ID neu_unknown_cath, implanted: 2015 (B)(6); product type catheter product ID 8709, lot# l58362, implanted: 1999 (B)(6); product type catheter. (B)(4).

Event description:
Additional information reported it was unknown what the catheter issue was. Surgery was performed and the physician disconnected and reconnected. No segments were left in the intrathecal space. The patient was receiving therapy and doing fine.

Event description:
The pump was used to deliver gablofen (baclofen).